Event description:
No additional information received: material#: 305180, batch#: 3299758. It was reported by customer that 2 of the needles had a white substance noted at the tip of the needle prior to using. This substance appears similar to the glue used to attach the needle to the plastic base (hub). Rcc received a complaint via email. Ahs mdip#: (B)(4). Device available for investigation: yes. Please see the below device problem report. Alberta health services (ahs) requests a physical investigation and investigation results report that includes confirmed or potential root and contributing causes, a production lot review (when lot number provided) and a summary report of complaints, problems and incidents (including level of harm) associated with this device, to be provided within ninety (90) days. Next steps ¿ your actions: please reference the ahs mdip number (indicated above) in all communication associated with this mdip and copy me in all communication. Provide your file/reference number for this mdip report. Please send shipping instructions to the person holding device (name below) (and copy both me and (B)(6). Please send me the final report and copy the primary clinical contact and manager (names below), as well as (B)(6). Provide replacement or credit details as appropriate and advise once credit or replacement has been completed. Should you require additional information that has not already been provided, please send me those specific questions. Sincerely, xxx. Ahs mdip report. Incident or problem information: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): on (B)(6) 2024. Type of incident/problem: defect (detected before use). Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Ahs optional report to cmdsnet (health canada): incident details: blunt fill needle lot#: 3299758. 2 of these needles (within the same lot#) had a white substance noted at the tip of the needle prior to using. This substance appears similar to the glue used to attach the needle to the plastic base (hub). Who was affected? No person affected. Frequency of problem: first time. Device information: device name/description: needle blunt fill tip 18 gauge x 1.5 inch. Manufacturer: becton dickinson. Manufacturer code/model: 305180. Serial or lot number: (B)(6). Expiry date: 2028-12-31. Supplier: (B)(4). Supplier catalogue number: 308-305180. Is device retained: yes. Number of devices: 1. Device handling hazards (when blank = hazards not specified): sharp wipe, contained, labeled? Clean/not used. Investigation request: expected type of investigation: actual device tested, lot review shipping instructions request date (yyyy-mm-dd): 2024-07-04. E-mail address for person holding device: (B)(6).

Manufacturer narrative:
(B)(4). Follow up: it was reported two needles had a white substance noted at the tip of the needle prior to using. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging blister, or plastic shield. There is a droplet of epoxy at the needle tip. No other defects or imperfections were observed. This defect could occur during the assembly process if there was a mis-feeding of the cannulator. A device history record review was completed for provided material number: 305180, lot: 3299758. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the cannulator was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180 batch # 3299758. It was reported by customer that 2 of the needles had a white substance noted at the tip of the needle prior to using. This substance appears similar to the glue used to attach the needle to the plastic base (hub). Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip # 43233 device available for investigation: yes. Please see the below device problem report. Alberta health services (ahs) requests a physical investigation and investigation results report that includes confirmed or potential root and contributing causes, a production lot review (when lot number provided) and a summary report of complaints, problems and incidents (including level of harm) associated with this device, to be provided within ninety (90) days. Next steps ¿ your actions please reference the ahs mdip number (indicated above) in all communication associated with this mdip, and copy me in all communication. Provide your file/reference number for this mdip report. Please send shipping instructions to the person holding device (name below) (and copy both me and ahsmdiiregulatory@ahs.ca). Please send me the final report, and copy the primary clinical contact and manager (names below), as well as ahsmdiiregulatory@ahs.ca. Provide replacement or credit details as appropriate, and advise once credit or replacement has been completed. Should you require additional information that has not already been provided, please send me those specific questions. Sincerely, xxx ahs mdip report incident or problem information ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2024-06-25 type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): incident details: blunt fill needle lot#3299758 2 of these needles (within the same lot #) had a white substance noted at the tip of the needle prior to using. This substance appears similar to the glue used to attach the needle to the plastic base (hub). Who was affected? No person affected frequency of problem: first time device information device name/description: needle blunt fill tip 18 gauge x 1.5 inch manufacturer: becton dickinson manufacturer code/model: 305180 serial or lot number: (B)(6). Expiry date: 2028-12-31 supplier: medline canada corporation supplier catalogue number: 308-305180. Is device retained: yes number of devices: 1 device handling hazards (when blank = hazards not specified): sharp wipe, contained, labeled? Clean/not used. Investigation request. Expected type of investigation: actual device tested, lot review shipping instructions request date (yyyy-mm-dd): 2024-07-04 e-mail address for person holding device: (B)(4). Site shipping address: (B)(4).